Manufacturer narrative:
(B)(4). The third party service agent has the device and will perform an evaluation. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device could not be used during a cardioversion procedure due to the device not detecting that the patient was connected via a therapy cable and therapy electrodes (brand unknown). Medical personnel then reportedly obtained a backup device and plugged the original therapy electrodes into that device. The backup device was then used to treat the patient. No further details were provided. Physio-control has attempted to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Age at the time of event, of the initial medwatch report indicates:  ni. Age at the time of event, of the initial medwatch report should have indicated:  (B)(6). Patient sex, of the initial medwatch report indicates:  ni. Patient sex, of the initial medwatch report should have indicated:  female. Date of event, of the initial medwatch report indicates:  (B)(6) 2017. Date of event, of the initial medwatch report should have indicated:  (B)(6) 2017. Describe event or problem, of the initial medwatch report indicates: a third party service agent contacted physio-control to report that the customer¿s device could not be used during a cardioversion procedure due to the device not detecting that the patient was connected via a therapy cable and therapy electrodes (brand unknown).    Medical personnel then reportedly obtained a backup device and plugged the original therapy electrodes into that device.  The backup device was then used to treat the patient.  No further details were provided. Physio-control has attempted to obtain additional information about both the patient and the event; however, no response has been received. Describe event or problem, of the initial medwatch should have indicated: a third party service agent contacted physio-control to report that the customer¿s device could not be used during a cardioversion procedure due to the device not detecting that the patient was connected via a therapy cable and therapy electrodes (brand unknown).  The patient, a 47 year-old female, was in atypical atrial flutter 2:1 block.  Medical personnel then obtained a backup device (lifepak 20) and plugged the original therapy electrodes into that device. The backup device was then used to successfully treat the patient.  The patient¿s ECG waveform returned to a normal sinus rhythm. The customer advised that there were no adverse effects to the patient as a result of the reported issue. New information for supplemental medwatch report: the third party service agent evaluated the customer¿s device but was unable to duplicate the reported issue.  The third party service agent downloaded the electronic patient record from the event and submitted it to physio-control for review.  Upon review of the electronic patient record, physio observed that the therapy electrodes may not have been detected by the device intermittently.  The third party service agent was able to confirm from the customer that they were using third party covidien medi-trace cadence defibrillation electrodes during the event.  Physio-control recommends that only those electrodes that are labeled as physio-control products be used with physio devices. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device could not be used during a cardioversion procedure due to the device not detecting that the patient was connected via a therapy cable and therapy electrodes (brand unknown).  The patient, a (B)(6) female, was in atypical atrial flutter 2:1 block.  Medical personnel then obtained a backup device (lifepak 20) and plugged the original therapy electrodes into that device. The backup device was then used to successfully treat the patient.  The patient¿s ECG waveform returned to a normal sinus rhythm. The customer advised that there were no adverse effects to the patient as a result of the reported issue.